Event description:
Complainant alleged that when the clinicians were performing a pt (age and gender unknown) set up with the device, they found that they were not able to charge the device. There was no indication of any adverse effect on the pt as a result of the reported malfunction.